Manufacturer narrative:
The device was received for evaluation. During functional testing, a broken door sensor was not reproduced while running a loaded set. A review of the event history log revealed multiple 'shut door- power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment door hooks. The door hooks requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a broken door sensor. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.